Event description:
On (B)(6) 2010 at approximately 3:45 pm, I was made aware of an accuracy issue with the microdot glucometer the home health nurses use out in the field. I was told that a nurse had taken a patient's blood sugar and it read in the low 30's. The nurse by doctor's instruction had called the ambulance service to transport the patient to the hospital. On arrival, the ambulance medic took the patient's blood sugar with their meter and it read in the 280's. Two microdot meters (both meters had never been used) were pulled from stock and the supply clerk verified the correct code on the test strips against what the monitor said and ran a quality control test with hi/low solution. Acceptable range listed on the bottle of strips. I opened another bottle of strips and ran the same tests and the results were both in range. The expiration date on both bottles of strips and the strips were not expired. The clerk then tested her own blood sugar on both meters with a strip from each bottle and got readings of 103 and 96 and 113 and 109. She also tested using another brand meter and received a reading of 146. The qc test on the meter was within range. The same testing was run on three of the meters that had been used out in the field. On two of those meters, I received readings of 32 and the different brand meter read 144. Agency management was informed was well as the medical supply company. The medical supply company made contact with the manufacture's representative and a conversation occurred with a mr (B)(6), the problem was explained and asked if manufacture's guidelines were being followed and they were. He requested that I test my blood sugar five times in a row lancing the same finger, with the following readings: 103, 103, 113, 116, 100. The 10 point difference was questioned in the readings and mr (B)(6) said that ten points should not make a difference. I then followed the same five time testing with another brand meter and the readings were: 142, 143, 140, 146, 144. Mr (B)(6) said, the difference was not significant. We believe it is significant especially in the care of diabetic patients who receive insulin.